Manufacturer narrative:
Based on available info, our medical determination is that a recurrence of this malfunction is likely to contribute to or lead to a serious injury/illness to the pt serious: a kinked endotracheal tube would not allow sufficient ventilation of a pt leading to oxygen de-saturation. A bronchoscope or a suction catheter may also become 'stuck' in such an ett causing respiratory distress and/or alveolar collapse. Reported to the FDA on (B)(4) 2013.

Event description:
Complaint received as follows: "complaint description: owning to the kinking problem it failed to suction during the procedure".